Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-52 lead, implanted:(B)(6) 2004. (B)(4).

Event description:
It was reported that a lead warning triggered due to high pacing impedance on the right ventricular (rv) lead. Oversensing was noted via a remote monitoring transmission and during an in-person follow-up visit. It was also reported that the lead integrity alert (lia) had triggered. A possible fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.